Event description:
Revision surgery for patella resurfacing for progression of patellofemoral pain with a pfc sigma fixed bearing total knee. Patella not resurfaced at original primary surgery. Native patella resurfaced at this revision. Doi: (B)(6) 2006, dor: (B)(6) 2022, unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d10 concomitant. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. 1. Please clarify the affected side involved. 2. Was the cement product manufactured by depuy? If yes, please provide the part and lot numbers and quantity of the cement. 3. Was there any suggestion by anyone indicating that there was or maybe deficiency with the product(s). If yes, please provide details. 4. During the surgery for the resurfacing of the natural patella, what was the reason for revising the tibial tray, insert, and femoral stem? 5. Patient demographics & comorbidities. 2,3,4,5. I think it is the surgeon's case the cement is irrelevant as nothing cemented was revised from memory, I think it was a right knee. This is weeks ago but I don¿t think the tibia insert and femoral stem were revised. My apologies I am not of much help it is some weeks ago and I submit a couple of these a week. I provide all the information I have available and can provide without patient consent. I am a bit confused regarding the revision of anything other than a patella resurfacing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.